Manufacturer narrative:
There was no blank display noted. The pump alarmed failed battery test after battery insertion due to faulty battery tube. Analysis was unable to test for weak battery alarm or battery icon anomaly due to failed battery test alarm. The pump had cracked reservoir tube lip. No damage noted on isolation tape on lcd board. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they had a blank display. The blood glucose at the time of the incident was 247. Mother states the pump had a blank display, but it returned after a new battery. However mother states the customer has reoccurring failed battery test and weak battery. Troubleshooting was not able to resolve the issue. The device will be returned for analysis.